Event description:
A (B)(6) old male patient contacted zoll customer support to report that his batteries were not charging and could not power up his monitor. The patient was issued replacement batteries.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge or power on monitor) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have a defective tri-cell with a low output voltage of 0.020v. The cause for the defective cell cannot be positively determined. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge or power on monitor) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have a low total output voltage of 2.24v. The cause for the defective cells cannot be positively determined. In addition, battery connector pins 4, 5, and 6 were bent. The root cause of the bent pins cannot be positively identified but is likely a result of excessive force while being placed into the charger or monitor. No adverse event resulted from the defective battery packs. The patient received replacement battery packs. Device manufacture date: battery sn (B)(4): 01/2009, battery sn (B)(4): 07/2009.